Event description:
Customer stated that the insulin pump is under-delivering insulin. Customer stated that she was hospitalized for high blood glucose. The blood glucose reading at the time of the event was 900 mg/dl. Customer was hospitalized for nine days. Customer was attempting to prime the insulin pump and no insulin was exiting the tubing. The insulin pump did not alarm no delivery. The current blood glucose reading is 477 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.